Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the electrical safety test failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. Bench repair is currently pending.

Manufacturer narrative:
The bse replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.